Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient's needle pulled out causing an arterial air alarm to occur during a routine hemodialysis treatment. Due to the amount of air in the circuit, rinseback was not performed resulting in an estimated blood loss of 165cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to user error as the operator did not properly tape the access needle. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Additional training regarding the proper technique for taping the needles has been provided. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.